Manufacturer narrative:
E.1. Initial reporter phone #: (B)(4). H.6. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045921. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045921 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note previous investigations have determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite device in the past 12 months. H3 other text : see h.10

Event description:
It was reported that while using the bd smartsite¿ needle-free connector it was blocked. The following information was provided by the initial reporter: verbatim: the nurse maintained the PICC tube for the patient and wanted to replace the closed infusion connector. After unpacking the package, the resistance was too great when exhausting and the infusion could not be performed. After inspection, it was found that the connector was blocked. Immediately replace it with a new one and use it after exhausting air.